Event description:
It was reported that the surgeon opted to do revision due to possible infection. X-rays also indicated that the cup appeared to be "shifted". Upon retrieval of cup and head, there was no visual bone in-growth.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.